Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the blood glucose was 32 mg/dl. The customer was treated with the a glass of orange juice and carbs. The troubleshooting was declined for low blood glucose as customer already corrected. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.